Event description:
Dr. Reports that the screws used on pt. And the oc plate had pulled outward from the skull. He stated that the patient is doing fine and has no plans to remove the plate and screws at this time.

Manufacturer narrative:
Surgeon had only been able to fit two screws into the plate and thinks that this may have been a contributing factor. The patient was wearing a halo and there was no known trauma. Patient was reported to be obese. A definitive cause of the event cannot be determined at this time. Construct loosening is listed as a possible adverse outcome in the instructions for use (IFU) supplied with the device.